Manufacturer narrative:
The customer reported complaint that the platform powered off by itself was not confirmed during functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The platform was tested with large resuscitation testing fixture, (lrtf) equivalent to (B)(6) pound patient and platform failed with the user advisory (ua) 16 (timeout moving to take-up position) error message, unrelated to the reported complaint. Brake gap was adjusted to remedy the fault. Visual inspection was performed and found damaged front and bottom enclosures, in addition, the backlight on the lcd screen is not functional. The physical damages found during the visual inspection are considered unrelated to the reported complaint. Damaged parts were replaced to address the issue. The autopulse platform is a reusable device and was manufactured in february 2016, therefore, this type of physical damage found during the inspection is characteristic of normal wear and tear for the life of the device. The returned platform never had the preventive maintenance performed for a previous year. Following the repair, the platform passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse sn (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4)) intermittently powered off during device demonstration. The user attempted to replace the battery, however, the issue would not resolve. No patient involvement.